Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product(s): dtbb1d1 crt-d, implanted: (B)(6) 2017; 6932-65 lead, implanted: (B)(6) 1997. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned with no product allegation after the patient expired. The lead subsequently tested out of specification during manufacturer's analysis. The following physician indicated there were no product issues when the patient was last seen but was unable to confirm the patient's cause of death. No further information was reported.